Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer, and there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use a backup therapy consisting of multiple daily injections to ensure insulin delivery continued uninterrupted. Technical support was set to replace the malfunctioning pump with a new one featuring updated software. The customer was informed about the necessary training available in their account and the steps to follow upon receiving the replacement. Instructions were also provided for returning the problematic pump, which included using a pre-paid label and placing the pump into storage mode prior to its return.